Event description:
According to the reporter, during a procedure, the display showed that someone needed to push the green button. After a few seconds, the power handle turned off and on automatically. It was stopped with an articulating jaw, and the display showed that it had already fired the stapler. However, the surgeon had not actually fired it. The surgeon tried to pull back the power handle, but it was difficult to move. So they removed the power handle with a trocar because it would not return to neutral mode. When the surgeon controlled the power handle, there was a weird sound. To resolve the issue, a new power handle, adapter and reload was used. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigphandle - sig power sigphandle handle, serial# (B)(6) sigadaptstnd - sig power sigadaptstnd linear adapter, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.